Event description:
Boston scientific received information that the evening of the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient got up to use the restroom and received 23 shocks. Device electrograms were reviewed by boston scientific technical services (ts) and it appeared the patient's heart rate increased to the 130-140 bpm range, the morphology of the r-waves changed (became smaller), but t-waves became more prominent, so the device was double counting. Normal impedances were noted and the ap x-ray looked good. It appeared the patient was in a bundle branch block when the shock occurred. It was also noted that primary vector showed small morphology at resting. Ts recommended treadmill testing at elevated rates to try and reproduce the bundle branch block to further troubleshoot and mitigate risk of inappropriate shock. The field representative noted that treadmill testing did occur but the different morphology was not induced. The physician believes the patient may have had slow ventricular tachycardia. Additional information was received after contacting the boston scientific field representative. The field representative noted a 12 lead EKG was taken and the patient was referred to the ep laboratory. The physician ablated two different tachycardias that were slow, causing the reported observations. These arrhythmias were considered non-symptomatic. The patient was discharged with device therapy left on and no programming changes were made. The patient will be seen again for additional treadmill testing. The field representative confirmed the shocks occurred over multiple episodes, so did not believe therapy was exhausted. No further issues have been reported.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The episode history was retrieved from the full memory download. There were a total of 13 episodes delivering 23 shocks in a short period of time in the early morning of (B)(6) 2015. The morphology of the signal changed during each episode so the device would begin double counting. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
---

Manufacturer narrative:
(B)(4); the product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the evening of the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient got up to use the restroom and received 23 shocks. Device electrograms were reviewed by boston scientific technical services (ts) and it appeared the patient's heart rate increased to the 130-140 bpm range, the morphology of the r-waves changed (became smaller), but t-waves became more prominent, so the device was double counting. Normal impedances were noted and the ap x-ray looked good. It appeared the patient was in a bundle branch block when the shock occurred. It was also noted that primary vector showed small morphology at resting. Ts recommended treadmill testing at elevated rates to try and reproduce the bundle branch block to further troubleshoot and mitigate risk of inappropriate shock. The field representative noted that treadmill testing did occur but the different morphology was not induced. The physician believes the patient may of had slow ventricular tachycardia. Additional information was received after contacting the boston scientific field representative. The field representative noted a 12 lead EKG was taken and the patient was referred to the ep laboratory. The physician ablated two different tachycardias that were slow, causing the reported observations. These arrhythmias were considered non-symptomatic. The patient was discharged with device therapy left on and no programming changes were made. The patient will be seen again for additional treadmill testing. The field representative confirmed the shocks occurred over multiple episodes, so did not believe therapy was exhausted. No further issues have been reported. Additional information was received in march 2018 that this patient, with a history of inappropriate shocks for t-wave oversensing, had the s-ICD system explanted due to this problem. No additional adverse patient effects were reported. A transvenous system was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.